Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported the blockage alarm did not sound. Even if the operator changed the instrument, it did not sound, and if the operator removed the extension tube from the cassette, it can prime, but the problem with the extension tube. The event occurred at the patient's home. This occurred during priming. There was no patient involvement.

Manufacturer narrative:
D4. Lot#, expiration date, UDI, h4. Mfg. Date - updated. One device was returned for analysis in used condition. Customer also provided 3 photos. No damage was detected during the visual inspection. Functional testing was performed. During the test, the distilled water did not pass through the assembly. The sample was found occluded. According to the functional test, the failure mode ¿a0348 - not working¿ was confirmed.